Event description:
Litigation papers allege that after patients second implantation surgery, she experienced hip pain, nerve damage, clicking and catching in the hip, and weakness. Patient felt her hip grinding and could hear a squishy noise with any movement. The incision did not heal well, with a lot of swelling, infection, bleeding and drainage. Additionally, she had elevated metal ion levels. During her second revision surgery, it was noted that quite a bit of fluid was in the hip joint. Patients preliminary disclosure form was received on (B)(6) 2012, which provided product sticker sheets.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.